Event description:
It was reported that a pump was alarming for a door not fully latched. There was no pt injury or incident.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom "door not fully latched alarm" was confirmed and reproduced. It was found during evaluation that the force required to secure the door was above expected levels causing the door not fully latched alarms. The cause of the excess force was a damaged threaded insert boss on a mechanical mounting screw. It allowed separation between front case and mechanical assembly. As a result, the front case assembly was replaced.